Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. An invasive procedure was performed the day after implant and the lead was successfully repositioned.

Event description:
Additional information was received indicating a pericardiocentesis was also performed. It was reported the patient was doing well post procedure.